Manufacturer narrative:
Clinical code: 4870 - aortic dissection: event was reported as sine stent graft-induced new entry tear by the site. The event was reported as distal portion of the stented graft section. Impact code: 4625 - additional surgery: the site stated that an additional stent graft was implanted for extension. Medical device problem: 4001 - patient device interaction problem: sine stent graft-induced new entry tear by the site. The event was reported as distal portion of the stented graft section. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four year review was performed for throalfex hybrid, medical event, dsine jan22 -may26 & (nature of event: sine jan22-may26, this gave an occurrence score of (B)(4), there was no trend identified requiring action at this time. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Event description:
Dsine: the thoraflex hybrid device was used during an emergency procedure. A CT scan performed during the post-discharge follow-up period revealed blood flow at the distal portion of the stented graft section. This was deemed a stent graft-induced new entry tear (sine). Therefore, an additional stent graft was implanted for extension. The patient then recovered. Health hazard: sine (not serious). The doctor believed that there was a causal relationship because the sine was observed at the distal portion of the stented graft section. The patient recovered.